Manufacturer narrative:
According to the currently available information, damage to the reference electrode, as might be caused by the reported external mechanical impact appears likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Surgical intervention is considered but no date has been scheduled yet.

Event description:
In situ testing showed abnormal results. Reportedly, the user can still hear and does not report any change in hearing performance. Surgical intervention to address the issue is under discussion.

Event description:
In situ testing showed abnormal results. The user was re-implanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user can still hear and does not report any change in hearing performance. During a mapping procedure on 13-dec-2023, a ground path impedance (gpi) of 9.01 kohm and 3 channels involved in possible short circuits were noticed.